Event description:
It was reported that the customer passed away. It was stated that the customer requested to stop all the treatment, and she had possible complications with diabetes. It was stated that the customer was in the palliative care of the hospital for the last six weeks and customer was not wearing the insulin pump at time of her death. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.